Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. It was reported that the device was prepped inside the anatomy. It should be noted the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. (B)(4).

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous right coronary artery that was 90% stenosed. A 2.75x20mm rx trek balloon ruptured at 10 atmospheres on the second inflation. A non-abbott balloon was used to successfully complete the procedure. It was noted that the trek balloon catheter was prepped inside the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.